Event description:
Fmc canada complaint (#0976) received for eval. Customer complaint record states "blood leak at arterial end; into dialysate." Pt info provided as there was a blood loss reported of 150 cc due to discard of the extracorporeal circuit, due to the internal leak of the dialyzer. Actual sample discarded, no companion sample. MDR filed due to blood loss reported. No adverse effects to the pt were reported by the user facility. No medical intervention.